Event description:
It was reported that the right ventricular (rv) lead had an apparent rv lead malfunction. Therefore the rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned to the manufacturer and analyzed. The distal conductor was fractured; inner tubing kinked/buckled and the outer insulation had cosmetic depression. There was blood in/on the helix mechanism (sleeve head) and blood in/on the helix mechanism. The analyst commented that the lead appears to have been implanted with a bend in it at the fracture site.